Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 14-mar-2024, UDI#: (B)(4) h3. Analysis of the communicator found passed battery charging bench test and the tm90 micro usb interface is damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported that the patient was unable to connect the ptm (personal therapy manager) to the pump and was repeatedly getting "no pump found" message. The agent had the caller close out of all apps and ensure bluetooth setting was on and retry; they continued to get no pump found message. An email was sent to the repair department for a replacement communicator. Email to repair requesting replacement communicator. The ptm will not connect to pump; repeatedly showing ¿no pump found¿ message. Troubleshooting did not resolve. No indication of patient harm.